Manufacturer narrative:
C-856 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. The reported devices were returned to corin UK for examination, the handle and shell had been separated prior to being returned. Various testing was carried out on the devices but the reported failure mode could not be replicated, therefore, the root cause could not be identified. Based on this corin now considers this case closed, however, should any new information be provided, this case may be re-opened for further investigation.

Event description:
A trinity introducer/impactor handle could not be removed from the trinity acetabular shell.